Event description:
It was alleged that a pt developed an aspiration pneumonia while using a continuous positive airway pressure (CPAP) device and a full face mask. The pt was reported to have been found unresponsive, and required subsequent resuscitation and hospitalization. The CPAP device and mask have not been returned to the MFR for eval. Upon completion of the MFR's investigation, a f/u report will be filed.